Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. No lot number provided.

Event description:
Doctor reports that the patient presented with an unknown 3i screw fractured. The screw was removed and replaced. Tooth site # 30.